Manufacturer narrative:
The manufacturer previously reported a garbin evo ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to a third party service center for evaluation. During the evaluation the customer's complaint was confirmed. The device's machine flow sensor was replaced to address the issue. The blower motor and system board were replaced due to "service required" alarms noted in the downloaded event log. The air foam inlet filter was replaced for preventive maintenance. The device was serviced, inspected and tested and passed all testing.

Event description:
The manufacturer received information alleging a garbin evo ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.